Event description:
It is reported that the device was implanted in 2002. Revision surgery occurred in 2007, due to dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.